Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this patient developed a cardiac tamponade when the physician was trying to implant this left ventricular (lv) lead. The physician was able to properly treat the tamponade. The lv lead was never implanted or in service. The cause of the tamponade was never determined. No additional adverse patient effects were reported.

Manufacturer narrative:
The lv lead was eventually returned from the field for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.